Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a unknown sized aaa.  It was reported approximately 4 years post the index procedure, follow up imaging identified a type iiib endoleak as when a wire was passed through the main body, there is no doubt that there was a hole present. Intervention was performed where 2 non-medtronic cuffs (32mm-45mm) were implanted and the endoleak disappeared. Per the physician there is calcification near the device and it became worn out over time which may have caused the graft deterioration. It was reported approximately 6 years post the index procedure; follow-up CT revealed a type iiib endoleak in the endurant limb etlw 1620c156ej. 4 days later, the iiib endoleak was confirmed using another contrast study. Intervention was therefore performed and a non-medtronic stent graft was used to reline the endurant limb and the endoleak resolved. The physician hypothesized whether the grafts of polyester material may have been hydrolyzed due to some kind of constitutional abnormality of the patient. It is not clear what the abnormality is.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.